Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery jumped from 30% to 100% within 2 seconds. Customer reported blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the battery.